Manufacturer narrative:
The event of visibility / palpability is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: malposition, migration, visibility / palpability.

Event description:
Healthcare professional reported via national breast implant registry "wrinkling/rippling", "malposition" and "correction of asymmetry". This record is for left side. The device was explanted.